Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported drainage was present at the patient's lead site. The following day the patient was hospitalized and diagnosed with a staphylococcus aureus infection. As a result, the patient's scs system was explanted several days later to address the issue.